Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, burnishing was noted on the poly liner. The patient's accolade tmzf stem, 36 metal head, and 36g poly liner were revised to a restoration modular stem construct with ceramic head and mdm/ adm liner construct. Rep can provide some pictures relating to the event, and reported that no further information will be available.

Manufacturer narrative:
An event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed via medical review and photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem with severe trunnion damage and blood spots throughout the device. From the photographs provided there is evidence of disassociation for the device. Clinician review:a review of the provided medical records by a clinical consultant stated the following comment: provided implant and xray images confirm disassociation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: provided implant and xray images confirm disassociation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra- operatively, burnishing was noted on the poly liner. The patient's accolade tmzf stem, 36 metal head, and 36g poly liner were revised to a restoration modular stem construct with ceramic head and mdm/ adm liner construct. Rep can provide some pictures relating to the event, and reported that no further information will be available.